Manufacturer narrative:
(B)(4). Manufacturing date -- november 16, 2014-november 17, 2014. The device was not returned, however a photograph was provided for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection of the photograph revealed a fillport cap missing from the fillport. The pictures also showed the sample has been removed from its original package and the bladder was filled with solution. The reported condition was verified, but the cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no sterile cap on the filling port of a large volume infusor. There was no patient involvement. No additional information is available.